Event description:
It was reported that the customer received no delivery alarms on their insulin pump. The customers blood glucose level was reported at 300 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.